Event description:
On 06/25/2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 390 mg/dl with trace ketones, polyuria and polydypsia associated with an inaccurate delivery issue. Reportedly, the patient resumed the same insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched the active basal program total or were as expected. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: a review of the total daily dose in the history and basal history from (B)(6)2015 - (B)(6) 2015 added up correctly to the basal settings programmed by the user. A delivery accuracy test was completed and no delivery defects were found. There were no errors, alarms or warnings in the alarm history indicating an interruption in insulin delivery and the original complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).